Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunctions of "unit shuts off" and "no power" were not replicated or confirmed. The device was recertified and returned to the customer. Review of the activity logs did not find evidence to support the reported event. The power down in the log on the date of the event appears to be related to low voltage on the battery with the appropriate warnings issued to the user. It is important to note that battery used at the time of reported event was not returned for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shutdown and would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.